Event description:
A customer reported that an ophthalmic phacoemulsification handpiece had no phacoemulsification power during surgery. Procedure details were not reported. The scheduled procedure was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received, and a visual assessment of the returned sample found a herniation on the cable. The returned phaco handpiece sample was connected to a calibrated console. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet manufacturer specifications per manufacturing test procedure (mtp). Testing found the phaco handpiece to meet all functional manufacturer specifications per mtp. Therefore, based on the information available, the customer reported event cannot be confirmed. Unrelated to the reported event, a herniation was found on the cable per visual assessment. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The customer reported that the handpiece kept cutting out and that they suspected a short in the handpiece. Thus, the complaint was determined to be relevant to this investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phaco handpiece was found to meet functional specifications as related to the reported event; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).